Event description:
It was reported that when flushing the catheter, an alleged external break was identified. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one triple lumen hickman catheter was returned for evaluation. Visual inspection noted that the catheter terminated in a jagged break just distal to the trifurcate. Functional testing found no leaks in the device. Therefore, the investigation is confirmed for an external break without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k device evaluated by MFR (result 1, conclusion1)

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that when flushing the catheter, an alleged external break was identified. Reportedly, the catheter was removed. There was no reported patient injury.